Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient stopped charging their ipg in over 10 years. As a result, the ipg became inoperable. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue,